Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 174 mg/dl versus 94 mg/dl, 262 mg/dl versus 94 mg/dl, and 317 mg/dl versus 100 mg/dl when all comparison testing was performed seconds apart on the advantage system. Reporter stated, the comparisons were performed on different days, however, he was not experiencing any hyperglycemic symptoms during the time of the testing. No actions or treatment was reported. A request was made for the return of the suspect product and replacement product was sent.